Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve repair (tavr) procedure. Two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. Hemostasis was achieved via the pre-placed proglide sutures. However, after hemostasis was achieved, the physician advanced a small catheter up and over the groin to inspect the access site. The physician stated the artery looked pinched. It was noted both sutures were placed correctly and were not attached to the back wall. To treat the pinched artery, a non-abbott balloon was inserted and advanced over the groin. While attempting to expand the pinched artery, a dissection was observed. The physician then observed the foot had no pulse and a clot had formed in the distal popliteal. The physician stated the balloon caused the dissection and the clot. A thrombectomy was performed to remove the clot and a cut down was performed to treat the dissected common femoral artery. There was no clinically significant delay in the procedure or therapy. No additional information was provided.